Event description:
It was reported that difficulties were encountered inflating the balloon of a resolute integrity rapid exchange (rx) drug-eluting stent. The balloon was observed to be damaged. No abnormalities were noted during device inspection or during the performance of negative preparation prior to use. Patient status post procedure was reported to be ok and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon between the inner shaft markers with no evidence of flaring or deformation of the stent segments. A short longitudinal tear was located on the outside of a proximal pillow balloon fold.

Manufacturer narrative:
Results: balloon leak, no abnormalities noted on device during performance of negative preparation prior to use. Damage consistent with device coming in contact with calcium/stenosis at lesion site. Conclusions: no abnormalities noted on device during performance of negative preparation prior to use. Damage consistent with device coming in contact with calcium/stenosis at lesion site. (B)(4).